Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient underwent surgical intervention to address the vessel occlusion. The exact root cause cannot be determined. The likely root cause is the physician was not trained on the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a thrombectomy was being performed on a patient transported for acute cerebral infarction, and recanalization was successfully achieved. The sheath size ancillary used was 9fr. Angiography of the puncture site was performed, and hemostasis was achieved with the angio-seal device in the catheter room, although some stenosis was noted. The puncture site was wrapped with tape and the patient was treated in the ward. On the following day, may 9th, the patient felt coldness in the legs, and angiography was performed and confirmed vessel occlusion. The patient underwent surgical treatment, the occlusion was incised, and collagen and anchor were surgically removed. The collagen was found to be slipped into the vessel. The patient recovered. The blood loss was less than 250cc's. When the device was renewed from sts to vip. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product. Bleeding occurred out of the procedure room. It was a left femoral artery puncture. The patient hospitalized was extended due to the event. The patient required surgical intervention due to the event. An angiogram was performed to diagnose the vascular insufficiency. The patient was discharged.